Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins becoming damaged was due to the physician repositioning the patient's ins. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient was having difficulty recharging. The rep had tried to help with recharging multiple times, but the battery was too deep. The doctor attempted to reposition the ins, but the ins was damaged in the process. The patient's ins was replaced. The issue was resolved at the time of the reported. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.